Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation in a tavi procedure, the overpacing function of this swan-ganz pacing catheter did not work. The issue was solved by replacing the catheter. Patient demographics were unable to be obtainedthe device was not available for evaluation.

Manufacturer narrative:
Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. As part of the manufacturing process the units go through electric inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.